Manufacturer narrative:
Additional information provided: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided by the physician that she does not know what caused or contributed to the event. The procedure and course were uneventful. There was no patient harm, just symptoms of decreased vision in low light. The patient's issues are stable and the prognosis is stable. There has been no medical or surgical intervention. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one year following an intraocular lens (iol) implant procedure, she observed significant glistenings on the lens. There is no complaint from the patient.